Event description:
It was reported that the pump was not recognized by the t:connect uploader. There was no reported impact to customer's blood glucose. This event is being reported based on the evaluation of the returned device. During evaluation, a faulty usb connector was observed which prevented the device from turning on.